Event description:
A customer reported experiencing an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset, after which the error did not recur.